Event description:
It was reported that; when impacting the pilot cutter into the bone the pilot cutter bent and did not create the correct path for the anchor. Update (B)(6) 2017: the anchors were not able to be implanted.

Manufacturer narrative:
The root cause of the reported event was determined to be the deformation of the pilot cutter used to create the anchor channel.

Event description:
It was reported that; when impacting the pilot cutter into the bone the pilot cutter bent and did not create the correct path for the anchor. Update (B)(6) 2017: the anchors were not able to be implanted.